Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. The device evaluation and investigation are ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a laparoscopic hysterectomy, the image on the camera head was flickering. It was noted that although the issue made the procedure more difficult, the procedure was successfully completed using the subject device. There was no delay in the procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, updated after the device was evaluated. Based on the results of the investigation, a faulty cable was confirmed. It is likely that the reported phenomenon ¿flickering image¿ occurred because the video function did not work properly due to faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The device was not returned and a reproduction test was not performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.